Manufacturer narrative:
D10 concomitant product: unk sonicision, unknown sonicision product (lot#unknown); unk sonicision, unknown sonicision product (serial#unknown); unk sonicision, unknown sonicision product (serial#unknown) complications of total laparoscopic hysterectomy: with vs. Without a uterine manipulator. Erdener karacan, ilyas turan, özgür ozan ceylan, mehmet güney, mehmet okan özkaya, and evrim erdemoglu. Karacan et al. Bmc women's health (2025) 25:558. Https://doi.org/10.11 86/s12905-025-04093-4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed the results and complications of total laparoscopic hysterectomy either with or without a uterine manipulator between (B)(6) 2017 and (B)(6) 2022, were retrieved. If available, a ligasure 5-mm blunt tip laparoscopic instrument or a sonicision curved jaw cordless ultrasonic dissection system was used. There were 1438 patients in the study, 1300 using a uterine manipulator, 138 were carried out without the use of a manipulator. Intraoperative complications included bladder, ureteral, and intestinal injuries. Conversion to laparotomy was reported.